Event description:
Reportedly, no bluetooth communication could be established between the tablet and a printer and a smart ECG. In addition, the on/off switch of the smart ECG is broken.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - upon reception, the returned devices were tested, and the reported behaviors were confirmed, as it was not possible to switch on the device using the on/off button of the smart ECG, and the bluetooth communication was not functional on the smarttouch tablet. - the observed impossibility to use the on/off button resulted from a part of the button remaining abnormally pressed, which could be due to a broken component in the internal mechanism. - the observed ble communication error most probably resulted from a deactivation of the bluetooth adapter, although the exact root-cause could not be determined with certainty. It should be noted that only a manual reactivation of the bluetooth communication allows to restore correct functioning. - both devices followed the repair workflow and were returned to the field.